Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the blade protector broke off during use and the saw required extra pressure to perform sternotomy. As a result, an alternate device was employed. There was a delay of approximately ten minutes. The cardiovascular surgeon located and removed the blade protector from inside the chest. No other debris was identified. The patient was hemodynamically stable during this ten minute period. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Due to the age of the device, the user facility is looking into replacement. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.